Event description:
It was reported the act button was responding intermittently and changed the time clock. The device was not dropped or exposed to moisture. The device was not licked. No alarms or bolus in progress. Device did not alarm button error. Customer uses recommended battery. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No unexpected time clock anomaly noted. The device was programmed with the current time and date and monitored in 50c oven for several days, time and date functioning properly. The device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.